Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The pump failed the self test due to moisture damage on electronic assembly. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump software. The pump was cut open and traces of moisture on pcba1, power connector and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, the pump passed functional testing. No delivery alarm/occlusion alarm not confirmed. Expose to moisture on electronic assembly noted during visual inspection. Pump error 53 noted in history file. Pump error 75 alarmed during self test due to moisture damage on battery tube assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error. The event involved product mmt-1781kl. Troubleshooting was performed and found that the pump was exposed to moisture and the issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1781kl was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.